Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reported, that "pump wasn't working properly, therefore; it was removed and replaced with a medtronic pump. The catheter was discarded".